Manufacturer narrative:
Incident date has been corrected to (B)(4) 2019.

Manufacturer narrative:
The information provided in section b5 product model has been corrected.

Event description:
Correction supplemental is requested to update mmt # to 630g insulin pump to mmt-1715kr 630g.

Manufacturer narrative:
Insulin pump was received as a kit under this.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was unknown at the time of incident. The customer stated that they received pump error prior to critical pump error. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.